Manufacturer narrative:
Many factors contribute to occurrence of sensitivity such that no relationship to any one product or step of a procedure can be established. As such, the occurrence of sensitivity itself does not signify that the product malfunctioned. Though post-op sensitivity is a common occurrence in all phases of dentistry is typically reversible in nature, and in the majority of cases will spontaneously resolve without medical/surgical intervention, it was reported that endodontic therapy was performed in this case. Therefore, this event is reportable per 21 cfr 803. The lot number (vendor # 553838) was provided to the physical manufacturer who evaluated a retained sample and found it to be in specification.

Event description:
It was reported that a pt experienced post-operative sensitivity within days of placement of a temporary restoration (out of occlusion) using integrity. As a result, the restoration was removed and replaced with another, though the sensitivity returned within one or two days. The pt was then referred to a specialist who took x-rays, though no pathology was noted and no intervention was performed at that point. However, the tooth ultimately required a root canal. Please note that the restoration was originally placed in 2006 and the root canal was most likely performed 4 months later.